Event description:
The customer reported the ventilator does not boot up and the screen goes from light to dark when the ventilator is powered on in diagnostic mode. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem. Root cause: the failure of c56 prevented the power supply from operating on ac power.